Event description:
Importer ref: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The reported issue was not reproduced during on-site troubleshooting performed by the field service engineer (fse). Performed pre-use check had failed the o2 sensor test with the message that the o2 sensor was not detected. The fse replaced the o2 sensor and performed several successful pre-use checks as well as functionality tests and cleared the unit for clinical use. The replaced part was not returned for investigation. However the failure of this part would have not affected ongoing ventilation as the o2 sensor is only measuring. Our investigation consists of evaluation of received device logs. The logs were not complete and there were no detailed test logs or technical logs. The reported stop of ventilation has not been confirmed in received logs. The logs show that ventilation was started 3 times on the reported date of event, for a few minutes or a few seconds each time. The logs show that the ventilator was delivering air as several alarms for high pressure, high respiratory rate as well as high and low peep were generated. The alarms generated indicating a high pressure situation led to less ventilation than intended and this could have been perceived as stop of ventilation by the user. The logs show that the alarms have been silenced and parameters changed during ventilation indicating that the ventilator was under supervision of the user. With the information available we are unable to determine the root cause of the reported problem or the observed alarms in the logs.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator did not ventilate. There was no patient harm. (B)(4).